Manufacturer narrative:
This user facility is outside the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Methods: manufacturing review, labeling review. Review of manufacturing history found no evidence of product nonconformance and device likely left the manufacturer conforming to print. All components examined were noted to have surface damage of varying degrees, most likely the result of using instruments to extract the implants during the revision procedure. The taper adapter was noted to have a pink and white residue and evidence of possible fretting/galling. A conclusive root cause of the event could not be determined with the available information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions". Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 1 of 3 mdrs filed for the same event (reference 3002806535-2016-00374, 00375, 00793).

Event description:
Patient was revised approximately 6 years post-implantation due to adverse reaction to metal debris (armd) and unknown mechanical complication. During the procedure, a high speed burr had to be used to removed the taper adapter; however, there was no patient injury or delay in the procedure as a result. The acetabular cup, modular head and taper adapter were removed and replaced.